Event description:
Customer reported a button error alarm. He also stated that the numbers and screen was changing without him touching the insulin pump. The customer's blood glucose was 110 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump was received with button error alarm due to flattened act button dome switch. No numbers ramping up noted. Insulin pump had minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.